Event description:
Same case as #2134265-2008-01201. This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The pt presented for angioplasty of the diagonal artery for restenosis of a previously placed non-bsc stent. The vessel was 50-75% stenosed from the mid to distal region. A 3.0x20mm maverick balloon was used to predilate and the physician attempted to place a taxus express2 2.75x32mm drug eluting stent, but was unable to advance it beyond the trunk. After several attempts were made to advance the stent delivery system (sds), a "system of double guide was used" and a new taxus express2 2.75x32mm drug eluting stent was used. However, this sds was unable to advance beyond the trunk as well, the procedure was completed with balloon angioplasty, which resolved the stenosis. Returned product analysis determined that a stent damage had occurred.

Manufacturer narrative:
The delivery device with the stent crimped on the balloon was returned for analysis. During visual and microscopic examination proximal stent damage was observed. Three strut pairs were bent out of plane. Microscopic examination of the material surrounding the distal stent damage did not reveal any inherent material deficiencies that may have contributed to the damage. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address this issue. The most probable root cause of the stent damage can be attributed to operational context due to the likelihood that patient anatomy and/or procedural factors contributed to the reported event.